Event description:
The patient called back and repeated information regarding constipation that followed the stomach reconstruction. Patient also repeated information about the bowel resection. The patient said they were still constipated. Description of event: patient said they had diarrhea in 2001 until last october. Patient had to have a complete stomach reconstruction because when the patient had a bowel resection all that mess broke 2 different times and caused adhesions. Patient said the mesh wrapped around the bowel and it took the doctor 5.5 hours to straighten it out, this surgery was in (B)(6) 2024. Patient said starting in (B)(6) 2024 they started having constant constipation and having to take a stool softener. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).